Event description:
The customer reported there was no power to the system and the system would not power up. This caused an intermittent recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
It was found by customer that the breaker on the back of the workstation had been tripped. After resetting the breaker complete system functionality was restored. The customer canceled the service call.